Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that 80 pen needle 31g 5mm 3b experienced an inability to function and deliver insulin/medication during use. The following information was provided by the initial reporter: it's found that pen needle clogged during use of the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 80 pen needle 31g 5mm 3b experienced an inability to function and deliver insulin/medication during use. The following information was provided by the initial reporter: it's found that pen needle clogged during use of the device.